Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between the device and the reported chronic systolic heart failure and exacerbation of respiratory failure could not be conclusively determined. A cause for these events could also not be determined. The patient ultimately expired on (B)(6) 2021. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including respiratory failure and death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including respiratory failure and death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Patient's prior cerebrovascular accident reported under MFR # 2916596-2021-01925. Patient's prior gastrointestinal (gi) bleed due to arteriovenous malformations (avms) reported under MFR # 2916596-2021-01924. Patient's prior (B)(6) bacteremia reported under MFR # 2916596-2021-01920 and MFR # 2916596-2021-01923.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The patient presented with increasing oxygen requirement on (B)(6) 2021. The patient was admitted to the cardiovascular intensive care unit (cvicu) for increasing oxygen needs and was placed on bilevel positive airway pressure (bipap). The patient was unable to receive airway clearances due to open stoma and did not want further intervention by ear, nose, and throat (ent) for tracheostomy tube placement. The patient had chronic systolic heart failure with end stage renal disease (esrd) and was receiving peritoneal dialysis for fluid removal. The patient was decompensating and could not wean off of bipap support. It was decided with the patient and the patient's spouse to move to comfort care. Patient was placed on high flow nasal cannula (hfnc) and given medication for anxiety and pain as needed.